Event description:
It was reported the patient had a spinal cord stimulation implanted in their back by t8 and t9. It was noted, the device was not turned on until a weak after implant. It was reported, the patient became itchy around the incision site five hours after turning stimulation on. It was noted the following day the patient¿s back was covered in hives and the day after that was covered in hives from head to toe. It was reported, the day following that the patient had trouble breathing and called the manufacturer representative and healthcare provider. It was noted, the patient was in anaphylactic shock and went to urgent care. It was reported, the patient was given medication and discharged. It was noted the next day, the patient was suffering from diarrhea, vomiting, and gut pains. It was reported, the patient was taken to the allergy ICU via ambulance. It was noted the patient was highly allergic to the device and spent four days in the hospital. It was reported, the patient had developed ulcerative lesions in their esophagus, stomach, colon, and pancreas from all of the inflammation from the hives. It was noted, the system was taken out later as the patient was too sick and weak for explant surgery. It was reported, the patient¿s t8 and t9 disks were damaged from the lead removal. It was noted, the patient developed new allergies, was on claritin, and carries an epinephrine pen. It was reported, the patient¿s colon, stomach, pancreas, and esophagus were permanently damaged. It was noted, the patient was never offered an allergy test kit. Additional information relevant to (B)(6) was also reported. It was reported there was no issues following surgery. It was noted, the patient had increased thoracic pain and numbness after explant. It was reported, the healthcare was aware of the allergic reaction, but had no information related to internal organ damage or spinal damage upon explant. It was noted, the patient had had two mris since explant. It was reported blood work ruled out infection.

Event description:
Additional information received from the attorney alleged that the patient informed the manufacturer's representative (in writing on a questionnaire) that they had a latex and rubber allergy and had previous allergic reactions (including hives) to previous fusion surgeries.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the attorney alleged that within 5 hours of the spinal cord stimulator (scs) being turned on the patient developed a pruritus at the site of the lead and implantable neurostimulator (ins) battery. Additional symptoms included fever, vomiting, difficulty breathing, swelling of the hands and face. It was alleged that the representative informed the patient that other previous patients had indeed had allergic reactions to component of the manufacturer¿s. The patient¿s allergic reaction progressed severely over the next few days causing them to be admitted to the intensive care unit (ICU) from (B)(6) 2013. The patient was covered in hives and suffered from severe itching, acute abdominal pain, diarrhea, and vomiting which required them to undergo another numerous procedures and medical treatment while hospitalized. The patient¿s final diagnoses include contact dermatitis secondary to the scs with resulting urticaria and pruritus. On (B)(6) 2013 the patient underwent surgery to remove the ins due to the severe allergic reaction to the device. It was alleged that as a result, the patient suffered physical pain/suffering, permanent scarring physical disability, mental anguish, fright and shock, denial of everyday social pleasures and enjoyments, embarrassment, humiliation, and medical expenses".

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead (B)(4).